Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device: left tubal insert is approximate 7-8mm beyond the cornua, migration of essure device: left tubal insert is approximate 7-8mm beyond the cornua"), device breakage ("device breakage"), genital haemorrhage ("excessive abnormal bleeding/ blood clots") and uterine haemorrhage ("uterine bleeding") in an adult female patient who had essure (batch no. 50512942, 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain, dysuria, nausea, diarrhea, hot flashes, gerd, urinary frequency, follicular cyst of ovary, fatigue, iron deficiency, bloating and mood disorder. Concomitant products included eugynon (trivora). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and coital bleeding ("huge blood clots pass,bleeding after intercourse."). In (B)(6) 2014, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/right abdominal pain"), dysmenorrhoea ("painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, uterine haemorrhage, abdominal pain, dysmenorrhoea, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, mood swings, weight increased and coital bleeding outcome was unknown. The reporter considered abdominal pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician has recommended removal of the device. On right, essure device placed and there were no coils visible. Left side essure device placed and there was one coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: essure devices present on either side of pelvis. Ultrasound scan - on (B)(6) 2017: 3.0cm intramural fibroid. On (B)(6) 2012 hysterosalpingogram revealed, bilateral fallopian tubes are occluded. Left tubal insert is approximate 7-8mm beyond the cornua. Migration of essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :severe cramping, bleeding heavier, moody, abdominal pain,postcoital bleeding, dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Events : abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes: mood swings, malposition of essure device: left tubal insert is approximate 7-8mm beyond the cornua, migration of essure device: left tubal insert is approximate 7-8mm beyond the cornua,, weight gain/loss: weight gain, uterine bleeding were added. Concomitant disease, concomitant drug, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device: left tubal insert is approximate 7-8mm beyond the cornua, migration of essure device: left tubal insert is approximate 7-8mm beyond the cornua"), device breakage ("device breakage"), genital haemorrhage ("excessive abnormal bleeding/ blood clots") and uterine haemorrhage ("uterine bleeding") in an adult female patient who had essure (batch no: 50512942/ 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain, dysuria, nausea, diarrhea, hot flashes, gerd, urinary frequency, follicular cyst of ovary, fatigue, iron deficiency, bloating and mood disorder. Concomitant products included eugynon (trivora). On (B)(6) 2012, the patient had essure inserted. In february 2013, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and coital bleeding ("huge blood clots pass,bleeding after intercourse."). In february 2014, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/right abdominal pain"), dysmenorrhoea ("painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, uterine haemorrhage, abdominal pain, dysmenorrhoea, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, mood swings, weight increased and coital bleeding outcome was unknown. The reporter considered abdominal pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician has recommended removal of the device. On right, essure device placed and there were no coils visible. Left side essure device placed and there was one coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray, on (B)(6) 2017: essure devices present on either side of pelvis ultrasound scan, on (B)(6) 2017: 3.0cm intramural fibroid. On (B)(6) 2012, hysterosalpingogram revealed, bilateral fallopian tubes are occluded. Left tubal insert is approximate 7-8mm beyond the cornua. Migration of essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :severe cramping, bleeding heavier, moody, abdominal pain, postcoital bleeding, dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.